Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a failed battery test from the insulin pump. The customer's blood glucose reading was 156 mg/dl. The customer stated that the pump alarmed during normal use. The customer stated that the batteries were not in use before and was fully charged. The customer stated that the contacts of the battery cap were not missing or damaged. The customer was advised to insert new fully charged battery. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The operating currents are within specifications. No unexpected low battery or failed battery test alarms noted during our testing. No unexpected low battery alarms found at the download insulin pump history. The insulin pump was received with minor scratched lcd window, case and keypad overlay.